Manufacturer narrative:
Determination of root cause: assessment: a system verification was performed one week prior to the pt's surgery and revealed the laser was operating to specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The pt presented with a positive ocular history of previous refractive surgery 9 months prior to this visit. The uncorrected visual acuity (ucva) was 20/30, the manifest refraction (mr) was pi-2.75x180, the best corrected visual acuity (bcva) was 20/20 and on (B) (6) 2008 underwent myopia with astigmatism lasik enhancement. During the one month post enhancement period, the pt demonstrated variable mrs and bcvas with the final ones reported as pi-2.25x175, 20/40. It was reported that during surgery, the site could not program a value and the flap was lifted for 45 minutes while the surgeon contacted technical services to help with the issue. The pt was reported to be +2.00 and the physician was not blaming the laser and feels that it was his error due to leaving the flap open for so long. The pt demonstrated a 3 line loss of bcva with a residual refractive error at the one month visit that may have been associated to improper hydration of the stroma during the ablation and periods of interruption. The flap was lifted for 45 minutes prior to the ablation and there is no info regarding the surgeon's attempt to maintain stromal hydration during that period. Improper hydration of the stroma during the ablation and periods of interruption may be associated with unplanned outcomes including residual refractive errors as well as loss of bcva. The site indicated that the doctor feels it was his error due to leaving the flap open for so long. An individual pt response to the laser and healing characteristics may have also contributed to the unexpected outcome. Conclusion: based on the results of the investigation a definitive root cause could not be determined, however, the non-product related factors mentioned above may have been contributors. (B) (4)

Event description:
Adverse event: overcorrection, decreased bcva. A certified ophthalmic medical technologist reported having difficulty programming a value during surgery. The flap was lifted for 45 minutes while the surgeon was trying to contact technical services for help. The pt is now a +2.00, however, the physician feels it was his error, due to leaving the flap open for so long. Add'l info from the facility indicates the pt never returned for add'l f/u exams and has left the state. No further info is anticipated.